Event description:
It was reported that the procedure was to treat a narrow moderately tortuous, moderately calcified, de novo eccentric lesion in the proximal left anterior descending artery (lad). The mini vision rx 2.25 x 28 stent implant distal portion became damaged after getting stuck on the tip of the guiding catheter during an attempt to treat the lad. There was no force applied and no resistance felt during advancement of the stent delivery system (sds) inside the guiding catheter and there was no resistance during removal of the stent delivery system from the guiding catheter. Another company's device was used to complete the procedure successfully. There was no clinical significant delay in the procedure and no adverse patient effects. No additional information was provided. Analysis of the returned device noted shredding/peeling on the proximal balloon seal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent damage and resistance positioning the stent delivery system (sds) in a 6f guide catheter was confirmed. A cine review of the case did not show the attempted advancement or removal of the sds, but did note significant calcification and stenosis in the proximal to mid vessel which might have contributed to the stent damage. Additionally, there was peeling noted on the proximal balloon seal which was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.